Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty receptacle unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during maintenance, the front panel switches were not functioning on the video system center. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective receptacle. Additional issues were identified during the device evaluation: dust was found inside the unit, and the power switch was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.